Event description:
Device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was applied to the cystic duct. After firing the instrument could not be removed. The procedure was converted to an open procedure to remove the device.